Event description:
It was reported that a patient with a 23mm 11500A aortic valve underwent a valve-in-valve procedure after an implant duration of 5 years, 7 months due to stenosis. The procedure was performed successfully with a 26mm 9750TFX transcatheter valve. The patient was in stable condition post procedure.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient.The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.